Event description:
It was reported that the procedure was to treat a pseudo aneurysm of the hepatic artery. A 2.8 x 16 mm graftmaster was placed at the site; however, when pressurized to 4 atmospheres, the balloon did not inflate. The device was removed and the procedure was completed with an embolization of the aneurysm. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4): incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.